Manufacturer narrative:
Evaluation of the returned ruby coil could not confirm the reported complaint that the device could not advance past its initial position within the introducer sheath. Evaluation revealed that the embolization coil had offset coil winds, and the pusher assembly had kinks. This damage typically occurs if the device is advanced against resistance, indicating that the coil was likely able to advance beyond its starting position during the procedure. The ruby coil was unable to be manipulated within its introducer sheath during the functional test due to the offset coil winds. Based on the reported complaint, the root cause of resistance could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using ruby coils, pod packing coils (pod pc), a new handle, a non-penumbra microcatheter, and a guidewire. During the procedure, the physician successfully implanted two ruby coils in the target vessel using the handle and microcatheter. While attempting to advance the next ruby coil, the coil would not advance at all past its initial position within its introducer sheath. Therefore, the ruby coil was removed. The physician then successfully implanted another ruby coil and four pod pcs in the target vessel using the handle and microcatheter. Next, the physician advanced another pod pc to the target vessel using the microcatheter; however, the pod pc was determined to be too long. Therefore, the pod pc was removed intact. The physician then successfully implanted another pod pc in the target vessel using the same handle and microcatheter. The procedure was completed at this point. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.